Event description:
Procedure: hysterectomy. According to the reporter: vision for the robotic camera was blurred. When assessing the cause, the foam common from the d-help system was found snapped in half within the canal of the camera trocar. Diagnosis or reason for use: robotic single site hysterectomy. Historically, attempts to obtain from FDA redacted information from maude reports forwarded to covidien by the FDA have resulted in the response that, "the report that was sent is the copy that provides you with all the allowed releasable information from the report(s). Unfortunately, we are unable to release any further information that pertains to the report(s) in question." Therefore, no additional information for this report is available.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/10/2015.